Event description:
On (B)(6) 2011, customer stated that the hydro-pneumatic system is leaking a slimy fluid on the front right side of the lx20 instrument. Customer could not locate the leak and was informed that a field service engineer (fse) would examine the instrument. No injuries were reported regarding the leak. Fse examined the instrument the same day and reported that a valve (v12) loop line, which carries wash solution, had split. Fse replaced both loop lines and primed the instrument. No further leaking was observed or reported, and the repair was verified per established procedures.

Manufacturer narrative:
(B)(4).